Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per (B)(4).

Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 600mg/dl. Customer was treated with manual injections. Customer also reported received a no delivery alarm. Customer's blood glucose level at the time 276mg/dl. No additional information was provided.